Event description:
I received mcghan implants style 153 360 cc in (B)(6) 2002, went to plastic surgeon in (B)(6) 2012 requesting explant and has was not open to this due to "unacceptable aesthetic look". I had started having neurologic symptoms including weakness, numbness and tingling, abnormal gait. He exchanged implants for style 10 180 cc in (B)(6) 2012. I continued to worsen with symptoms including new onset eosinophilic esophagitis and multiple food allergies, tinnitus, vertigo, double vision, new onset headaches and ultimately received multiple egd's for dysphagia and eoe and an MRI of the brain due to neurologic symptoms and have been under the care of a neuro ophthalmologist since (B)(6) of 2019. I had a breast explant and capsulectomy on (B)(6) 2019. Multiple lab tests, MRI of the brain, emg, egd's, allergy testing, visits to a neurologist, neuro ophthalmologist, allergist and gastroenterologist. MRI negative, egd biopsy confirms eosinophilic esophagitis, lab tests largely negative, emg negative, double vision has not corrected and now requires prisms, allergy testing shows multiple new onset allergies to foods that I have never had before. FDA safety report ID# (B)(4).